Event description:
(B)(4). I had hemmoraging and ovarian cysts rupture inside of causing severe pain and an ER visit. Within 6 months I gained 30 pounds. I had horrible back pain. My hair started to fall out. Not knowing what was wrong, I tried several weight loss programs with the assistance of a physician, dietician and trainer and nothing worked. The back pain was so bad, I decided to get a breast reduction, thinking that would solve my problems. When that didn't help much, I contacted an endocrinologist who told me my symptoms sounded like chronic fatigue. The endocrinologist also prescribed low dose of thyroid medication to assist in my hair loss, weight gain and low libido. It's been 3 years of going to the endocrinologist and trying different medications and nothing is working. I eat healthy, exercise regularly, get plenty of rest, take vitamins recommended by doctor and my symptoms still remain.

Event description:
(B)(4). Laparoscopic total hysterectomy, including removal of fallopian tubes and essure coils, scheduled for (B)(6) 2016.